Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of abdominal aortic aneurysm in 2001. The patient had a history of chronic obstructive pulmonary disease and obesity. The diameter of the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck was 190mm. The iliac tortuosity and sizing are unknown. It was reported that the physician used the new 16 french cook sheath to deploy the limb graft and limb extension graft. It was reported that the physician had difficulty inserting the limb graft into the cook sheath and the valve of the cook sheath dislodged. The physician was unable to deploy the stent graft with hemostats. The stent graft was deployed successfully. It is unknown if the physician lubricated the stent delivery system as recommended by cook manufacturers. The final angiogram demonstrated no presence of an endoleak and accurate placement of the stent graft. It was reported that the patient experienced no clinical sequelae and the patient is reported to be fine. No additional information is available. The stent delivery system and cook sheath were discarded and will not be returned to medtronic ave.